Event description:
Customer reportedly obtained results of 132 mg/dl, 137 mg/dl, 205 mg/dl, 245 mg/dl, 289 mg/dl, 316 mg/dl, 339 mg/dl, and 342 mg/dl on the advantage system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.